Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device change out an insulation anomaly was observed under fluoro. No electrical anomalies were detected. On (B)(6) 2016, the lead was capped and replaced without any adverse consequence. The patient was in good condition following the procedure. Based on the review of the (x-ray/fluoro/cine) views provided to st. Jude medical, the conductors appear to be externalized.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.4cm was returned for analysis. External insulation abrasion was noted at 11.2-11.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.